Event description:
It was reported the doctor was performing a thoroscopic spine case with the device and the tissue pad completely detached from the clamp arm. The tissue pad was retrieved from the patient through the trocar. X-ray wasn't necessary. Another device was used to continue the case with no consequence to the patient.

Manufacturer narrative:
(B)(4). Information asked for, but unknown or not provided during initial contact. Device evaluation - no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4).